Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the 550 device. Hcp reported one and three-quarter hours into a three and three quarter hour treatment 4 kg of ultrafiltrate (uf) had been removed. Total goal to be removed during treatment was 3.8 kg of uf. No alarms were noted. Treatment was discontinued and pt was weighted and verified that 4 kg uf had been removed. Hcp placed pt on another 550 device and reinitiated treatment. Hcp stated pt rec'd 1000cc normal saline in the rinsebacks during the 2 therapies and an add'l 500cc was administered for a total of 1500cc. Pt was asymptomatic and blood pressure was 104/86. At the end of treatment, pt weight was 75.7 kg, resulting in .3 kg more uf removed than target goal. Hcp reported the ultrafiltrate controller was turned on and the dialyzer being used was f8. Pt left facility feeling fine. Hcp reported no pt injury resulted from this event.